Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1tpts; implanted: (B)(6) 2019; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-aug-2022, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the device was no longer working. The patient has tried different programs and settings with no success. Additional information was received from the patient. They reported no additional clarification on what they meant by the device not working, just that it was unknown if it was due to normal battery depletion and that the cause was unknown. They are working on finding a doctor, they were still working on it, so the issue was not yet resolved. Additional information was received from a healthcare provider. They reported pt's ins was no longer working - no additional details provided. Caller needed to be connected with a rep to have device checked. Tss transferred to nas additional information was received from the patient. The patient reported that they felt like the therapy wasn't working anymore since sometime in (B)(6) 2024 of last year, and sometime in (B)(6) 2024 they were told by their manufacturer representative (rep) that the ins battery was defective and there was a loose wire. The patient stated that the ins battery and wire will be getting replaced and they have an upcoming appointment with their managing healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID 3889-28. Lot# va1tpts. Implanted: (B)(6) 2019. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They clarified that they did not say the patient had a defective battery and instead said that their battery had expired. Additional information was received from the rep. They were not aware of a loose wire.